Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no adverse impact to the customer's blood glucose (bg) level. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source.